Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria for lot 3715509. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2015 and the mesh was implanted. The patient experienced lower back, left leg and left hip pain and urinary tract infection. No further information is available.